Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged discrepant results for four patients while using the cobas® sars-cov-2 test for use on the cobas® liat® system. The alleged samples initially generated a positive sars-cov-2 result. The samples were retested on a different platform (details unknown) and the results are unknown. The results were not released. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be submitted once the investigation is completed. (B)(4).

Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusions to 2243471-2022-00371. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The data showed that the positive results were true positive results. The most likely cause for the discrepancy observed with samples 2 and 3 is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. Sample 1 was slightly less delayed but could generate wavering results if the repeat was performed on a less sensitive assay or if rna extraction was not performed effectively. For sample 4, although the source could not be identified, the original positive result in the cobas liat run did show true amplification and it is possible that ineffective rna extraction contributed to the negative run with the ingenetix assay. No product problem was identified. B6 was updated with sample recollection information. B5/b6 were updated with the retest information. B7 was updated with patient information. Device code was updated to non reproducible results from false positive result. (B)(4).

Event description:
The alleged samples initially generated a positive sars-cov-2 result. The same samples were retested on a different platform (viroreal sars-cov-2 kit from ingenetix) where sars-cov-2 negative results were generated.